Event description:
Boston scientific received information that following the implant of this device, it was discovered that the leads had been switched in the device header. Therefore, the pocket was re-opened and the leads were appropriately placed into the correct ports. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.